Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that on (B)(6) 2021 the patient came into the office with sudden change in their neural stimulation. They reported they felt stronger stimulation on the right leg and a shocking sensation. They stated it began 3 weeks prior. They denied trauma or fall. They started to feel a throbbing sensation in their right leg up front an in the back, it increased or decreased with different programs. Device interrogation and kub were ordered. On (B)(6) 2021 the patient came in for a visit, they turned stimulation down to see if it would help the leg pain. They were reprogrammed to new settings that they felt near their rectum. They were advised to turn off the device if the leg pain/shocks continued. They returned to the office on (B)(6) 2021 for follow-up. Kub showed no obvious migration of the lead. It was noted impedances were normal. They stated that since reprogramming the quality of urination had improved but they continued to have tingling sensation of their right lower leg from knee down. They were going to continue with reprogramming to try to resolve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the event resulted in an unscheduled office visit on 2021-(B)(6), the issue resolved without sequelae 2021(B)(6).